Manufacturer narrative:
A follow up report will be submitted with investigation results should the device be repaired or the device/logs be received for evaluation. Per 803.52(f)(11)(iii). The information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer.

Event description:
It was reported midazolam inadvertently decreased on the pump from 0.1 mg/kg/hr to .015 mg/kg/hr instead of increasing it from 0.1mg/kg/hr to 0.15 mg/kg/hr. There was patient involvement however no patient harm. No event logs will be provided by the customer.

Manufacturer narrative:
Omit: c20 - no findings available, d15 - cause not established. Additional information: imdrf annex a, g, b, c, d codes and manufacturer narrative. Investigation summary: the report of the programming error could not be confirmed or replicated, due to the suspect devices were not returned for this investigation. No suspect device was returned for this investigation; therebefore, external and internal inspection could not be performed. Laboratory testing could not be performed, the incident device was not received for this investigation. A review of the logs could not be performed. The pump, pcu or the system logs were not provided. The customer only provided an ¿data set properties¿ attachment, these do not contain keystroke programming and are not validated for log analysis purposes. The bd alaris¿ system with guardrails¿ suite mx user manual states the following: proper operation of the bd alaris¿ system requires that you are familiar with related features, setup, programming, IV sets, and accessories. Read all instructions, including those for all attached module(s) and associated disposables before using the bd alaris¿ system. When programming an infusion with the guardrails¿ suite mx, ensure that the correct profile (for patient care area) is selected prior to starting an infusion. Failure to use the appropriate profile can cause serious consequences. The system was being used for treatment purposes as intended per 21 cfr 820.198(d)(2). The device was reported to have no patient involvement. Root cause: the root cause of the programming error was unable to be determined. The suspect devices were not returned for this investigation, and no additional event information was provided. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer.

Event description:
It was reported midazolam inadvertently decreased on the pump from 0.1 mg/kg/hr to .015 mg/kg/hr instead of increasing it from 0.1mg/kg/hr to 0.15 mg/kg/hr. There was patient involvement however no patient harm. No event logs will be provided by the customer.